Event description:
It was reported by service report that the bed will go up, but will not go down. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: calibrated limits.